Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low control solution results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 75-160mg/dl fasting. Verified test strips expire 07/31/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: glucose control solution results reading out of range customer complaining that they were receiving an e-5 error message after applying blood to the test strip. Glucose control test read out of range. Attempt 1:23mg/dl attempt 2:21mg/dl. When retrieving meter memory time and date were not setup properly. Adverse event not reported.